Event description:
During evaluation, the sponge was found outside the cap for each of three (3) minicaps. No additional information is available.

Manufacturer narrative:
The photograph of three (3) samples was evaluated. Visual inspection identified the sponge outside the cap on all samples. The cause of the sponge outside the caps could not be determined; however, the most probable cause is related to mishandling of the devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.